Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center because of insufficient water/air feeding of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the service record of the subject device and it was confirmed that the ultrasound transducer, the insertion tube, and the distal end part were replaced due to peeling or scratches in (B)(6) 2019. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that the reported phenomenon was attributed to the stress during use, the external factor and/or the user handling.. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that there were scratches in the ultrasound transducer. There was no report of patient injury associated with the event.